Event description:
During t2 recon nail surgery, the tip of step drill broke inside the femoral bone because the step drill was contacting the nail when inserting the step drill. The surgeon removed the tip. The surgeon used another step drill, and the procedure was completed without problem. The surgeon check the target device and confirmed that the step drill could go into the lag screw hole of the nail prior to use for the patient.

Manufacturer narrative:
Additional info has been requested, and if received, will be submitted on a supplemental report.